Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was not installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The small grasping retractor instrument has been requested to be returned for failure analysis evaluation. As of the date of this report, the instrument has not yet been received.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure the small grasping retractor cable tore intraoperatively. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the procedure was completed with a spare instrument with no fragment fall into the patient, no patient harm and no delays.